Event description:
Upon further review my (B)(6) medical safety physicians, the events of lymphoma - alcl - suspected for "large cell lymphoma" will be un-reported as histopathological markers confirming alcl have not been received. Additionally, (B)(6) medical safety physicians have ruled out events of lymphadenopathy and lump/nodule. The only reportable events on the right side record are "accumulation of fluid", rupture, and "silicone bleeding (leakage of silicone in several places)" as confirmed via diagnostic testing. A total capsulectomy was performed during explant surgery.

Manufacturer narrative:
Clarification to h6 codes: disregard e180104 and e0308 visual analysis of device photograph(s) for the device related to the reported event of silicone migration, seroma-late, and rupture requested. It is not possible to determine the lot number or catalog through the photos provided. Silicone migration : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. Rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "large cell lymphoma", "accumulation of fluid and abnormality", not device related "skin on right breast turned blue", "all lymphs were removed from my right armpit", "entire capsule and tumor were removed" from the right breast. This complaint is for the right side. Device has been explanted.

Manufacturer narrative:
The events of alcl, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "large cell lymphoma, skin turned blue, accumulation of fluid and abnormality, bia alcl, lymph were removed and capsule and tumor, lumps".

Manufacturer narrative:
Explanting and diagnosing physician: dr. (B)(6) country: austria. Treating physician: dr. (B)(6) country: austria. Since healthcare professional reported in the intraoperative findings that device was intact, unreporting the previously reported rupture. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "seroma-late", and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown; seroma; "primary alcl diagnosis."

Event description:
Patient reported right side pain, capsular contracture baker grade unknown, "accumulation of fluid and abnormality", and "large cell lymphoma". Patient also reported "skin turned blue", which is not device-related. Patient later reported right side intracapsular rupture and "silicone bleeding (leakage of silicone in several places" via MRI and mammogram. Healthcare professional reported "pain in the right breast with fatigue and exhaustion", "devices intact" confirmed intraoperatively, "histology positive for alcl", and "alcl location - basal, cranial pericapsular right". Pathological markers confirming alcl have not been received. Device has been explanted and "selective axillary lymphadenectomy and complete capsulectomy" were performed. Subsequent "chemo, radiation" treatment is being performed, no additional details provided.

Event description:
Patient reported "large cell lymphoma", "accumulation of fluid and abnormality", not device related "skin on right breast turned blue", "all lymphs were removed from my right armpit", "entire capsule and tumor were removed" from the right breast. Further reported was that radiological "findings [are] compatible with intracapsular rupture of the right implant". Additionally, per abbvie medical safety, the event of lymphadenopathy has been deemed not to be present within this patient. This complaint is for the right side. Device has been explanted.

Event description:
Patient reported right side pain, capsular contracture baker grade unknown, "accumulation of fluid and abnormality", and "large cell lymphoma". Patient also reported "skin turned blue", which is not device-related. Patient later reported right side intracapsular rupture and "silicone bleeding (leakage of silicone in several places" via MRI and mammogram. Healthcare professional reported "pain in the right breast with fatigue and exhaustion", "devices intact" confirmed intraoperatively, "histology positive for alcl", and "alcl location - basal, cranial pericapsular right". Pathological markers confirming alcl have not been received. Device has been explanted and "selective axillary lymphadenectomy and complete capsulectomy" were performed. Subsequent "chemo, radiation" treatment is being performed, no additional details provided.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the following events are not confirmed: silicone migration, seroma-late and hematoma. The event of rupture is confirmed but it is not related to any manufacturing process, and the events of lymphoma-alcl-suspected and capsular contracture were added after the lab investigation was closed, however these 2 events are unable to observed as they are classified as medical events, therefore they are not confirmed. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: further investigation summary.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Further reported was that radiological "findings [are] compatible with intracapsular rupture of the right implant". Additionally, per abbvie medical safety, the event of lymphadenopathy has been deemed not to be present within this patient.